Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of myocardial infarction and thrombosis are listed in the xience prime and xience prime ll everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported myocardial infarction and thrombosis and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effect of death will be filed under a separate medwatch report #. The additional xience v device is being filed under a separate medwatch report #. Literature: "late-term safety and effectiveness of everolimus-eluting stents in chronic total coronary occlusion revascularization: final 4-year results from the evaluation of the xience coronary stent, performance, and technique in chronic total occlusions (expert cto) multicenter trial." The UDI is unknown because the part and lot #s were not provided.

Event description:
It was reported through a research article identifying xience v and xience prime that may be related to the following: death, myocardial infraction, revascularization, and thrombosis. Specific patient information is documented as unknown. Details are listed in the article, titled: "late-term safety and effectiveness of everolimus-eluting stents in chronic total coronary occlusion revascularization: final 4-year results from the evaluation of the xience coronary stent, performance, and technique in chronic total occlusions (expert cto) multicenter trial."